Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose level. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.